Event description:
End-user called in reporting that syringes are "leaving giant holes and scars behind. Causing lots of pain. Can see that a lot of syringe needles look like they have snake skin." This is the first time the user is experiencing this problem with easytouch. The end-user stated that "it's almost like there is a very tiny sliver at the end of the syringe that is what is causing the pain." The end-user also went on to explain how the "they have been filing down syringes on match boxes to make them less painful." The product was requested for return for further investigation to see what the problem might be.

Event description:
End-user called in reporting that syringes are "leaving giant holes and scars behind. Causing lots of pain. Can see that a lot of syringe needles look like they have snake skin." This is the first time the user is experiencing this problem with easytouch. The end-user stated that "it's almost like there is a very tiny sliver at the end of the syringe that is what is causing the pain." The end-user also went on to explain how the "they have been filing down syringes on match boxes to make them less painful." The product was requested for return for further investigation to see what the problem might be.